Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. Programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.